Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported patient was intubated on (B)(6)2024. The outer packaging of the solo catheter was normal during the intubation process, but the anterior end of the catheter was twisted when it was opened, which interfered with the nurse's ability to operate it properly, and the patient was ultimately exchanged for a new set of solo catheters.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a coiled catheter is confirmed and was determined to be use-related. One 4 fr powerpicc solo with a t-lock extension set and inlaid stylet was returned for evaluation. An initial visual observation showed blood use residues throughout the returned catheter and stylet. The stylet was observed to be partially pulled out of the septum of the t-lock assembly. The catheter was observed to be trimmed at the 38 cm depth marker with the rest of the stylet coming out of the distal end of the device. The catheter appeared coiled from the 18 cm depth marker to the 24 cm depth marker. A functional test of infusing water into the returned catheter using a 12 ml syringe and attempting to remove the stylet revealed the stylet could be removed with little resistance from the coils. A microscopic observation revealed the distal weld tip of the stylet was attached to the device with a small kink in the distal end of the stylet. After the stylet was removed from the device, the stylet and catheter were observed to be coiled from the 18 cm depth marker section to the 24 cm depth marker. The catheter and stylet may become coiled if an attempt to remove the stylet is made before flushing the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient was intubated on (B)(6) 2024. The outer packaging of the solo catheter was normal during the intubation process, but the anterior end of the catheter was twisted when it was opened, which interfered with the nurse's ability to operate it properly, and the patient was ultimately exchanged for a new set of solo catheters.